Manufacturer narrative:
Investigation included a review of available records. Investigation of this case revealed that the cause could not be determined. It was concluded that the event was unconfirmed for device malfunction with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with the spouse suspecting an infusion set site issue; the user did not attribute the event to the ilet, and hospital staff advised resuming ilet therapy upon discharge. Symptoms included high blood glucose level's of 624 mg/dl. Outcomes included hospitalization and treatment with intravenous fluids, with recovery and therapy resumed.